Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09017. It was reported that the rotawire fracture occurred. A 90% stenosed target lesion was located in the severely calcified vessel. A 1.25mm rotalink¿ burr and a rotawire¿ were selected for use. During procedure, upon testing outside the patient's body, the rotalink burr reached the maximum speed of 300,000rpm. The rotational speed was changed by stepping the foot pedal instead of adjusting the speed knob. The speed was then cut from high speed to low speed. The rotawire was then noted to be fractured and damaged. A new rotawire were used but difficulty in loading the wire was encountered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, and burr were microscopically and visually inspected. The handshake connection was received inside the housing and would not retract. The housing was dismantled and no damage was found. Examination of the annulus showed that it was damaged or not rounded and that portion of the rotawire was protruding. An attempt was made to remove the rotawire; however, it was unable to be removed. A test rotawire was inserted through the handshake connection and stopped inside the burr catheter and would not proceed any further. The damage to burr is consistent with the rotating burr coming into contact with the guidewire during the procedure leading to the damaged annulus and fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause has been determined to be use/user error as the dfu states: "fully depress the foot pedal switch to activate the burr. Retract your foot slightly for optimum positioning on the foot pedal. Recheck the rotational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0 burrs 160,000 up to 180,000 rpm". (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09017. It was reported that the rotawire fracture occurred. A 90% stenosed target lesion was located in the severely calcified vessel. A 1.25mm rotalink burr and a rotawire were selected for use. During procedure, upon testing outside the patient's body, the rotalink burr reached the maximum speed of 300,000rpm. The rotational speed was changed by stepping the foot pedal instead of adjusting the speed knob. The speed was then cut from high speed to low speed. The rotawire was then noted to be fractured and damaged. A new rotawire were used but difficulty in loading the wire was encountered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.